Event description:
Customer reported receiving a no delivery alarm. The blood glucose reading was 400 mg/dl. Customer was unable to troubleshoot for this issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.